Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a 3 second pause episode noted via external electrocardiogram (ECG) and the patient was hospitalized due to a suspected capturing anomaly on the device. The patient also experienced dyspnea. Upon hospitalization, there were no signs of malfunction with the device, and no anomalies with the device could be found. The patient was stable and will continue to be monitored.